Event description:
According to medical records received from the user facility, on (B)(6) 2013 treatment was begun at 6:38 am without issue. At 6:45 am, the pt complained of nausea and her blood pressure was 147/111; heart rate 115. Blood pressure was rechecked and found to be 118/87; heart rate 76. She started getting normal saline. The pt complained of being hot. At 6:49 am, blood pressure was 98/86; heart rate 43. The pt experienced loss of consciousness and ems was called. Crash cart was obtained and 10l of oxygen was placed. At 6:50 am, blood pressure was 71/46; heart rate 77. At 6:51 am, blood pressure was 105/61; heart rate 49. The pt became alert and vomited. Blood pressure was rechecked and was 142/95; heart rate 156. Pt was alert, confused, and agitated, and complained repeatedly of itching. At 8:55 am, a final blood pressure check showed bp was 221/105; heart rate 74. Ems arrived and the pt was taken to the ER for eval. A total of 800 mls of normal saline was administered, and the pt recovered. Sample not available.

Manufacturer narrative:
Medical records have been received and are being reviewed. The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.